Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump had shut off with a black dot on the screen. The customer stated that the screen went blank during a bolus. The blood glucose reading was 98 mg/dl. The battery cap contacts were damaged. The customer was sent a replacement battery cap.